Event description:
A pt reported that they removed the monitor from the belt last evening and after they reconnected the belt they started getting "adjust belt" messages about every 15 minutes. They looked at the connector pins and confirmed they were not bent. However, when the electrode belt was returned to lifecor for evaluation, the service technician found that two pins in the connector were severely bent.